Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during a routine follow-up, increased pacing thresholds and decreased sensing amplitudes were observed on this right atrial (ra) lead. A chest x-ray was obtained that confirmed the lead had dislodged. The physician elected to program the device to ventricular pacing only as the patient is not dependent on ra pacing. The system will continue to be monitored. This ra lead remains in service. No adverse patient effects were reported.